Event description:
The customer received a blood glucose reading of 88 mg/dl on the breeze2 meter, re-tested on a different meter and the reading was 52 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips were returned for evaluation. A new meter was sent to the customer.